Event description:
It reported patient underwent a reverse shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to loosening, pain and instability. The glenosphere, humeral bearing, glenoid baseplate and humeral tray were removed and replaced.

Manufacturer narrative:
MDR made in error.

Manufacturer narrative:
This device is made up of two components, the taper adapter and the baseplate. The adapter portion of the device was returned for evaluation. Evaluation of the returned device could not confirm the reported event. The duration of time the implants were in vivo and the condition described indicate proper fixation was not achieved during initial procedure. Corrected data: event description was updated to indicate the taper adapter was removed with the glenosphere during the revision procedure and not the baseplate. The baseplate remains implanted in the patient. A supplemental medwatch was submitted on may 27, 2014 that indicated this medwatch was created in error when submitted initially; however, additional information and product evaluation confirmed the reported loosening was more than likely a result of improper fixation. The adapter/baseplate is the portion of the shoulder system that may have contributed to the reported loosening. Therefore, the medwatch for the glenosphere (reference 1825034-2014-02647) should not have been submitted as it would not have contributed to the reported "loosening."

Event description:
It was reported that patient underwent a reverse shoulder arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening, pain and instability. The glenosphere, humeral bearing, glenoid taper adapter and humeral tray were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02647 / 02648).